Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: deformation and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported capsular contracture baker's grade IV. The device was explanted. This record is for the left side.